Manufacturer narrative:
(B)(4)

Event description:
It was reported that a patient¿s pump had ¿actually¿ flipped over and the patient suspected the pump was in a different spot because it felt different and she could feel the catheter across the front of it, diagonally across the pump. The patient also thought the pump was no longer in the pocket. The patient had bruising at the pump site. The patient saw the healthcare professional (hcp) the day before this report; he had to perpendicularly stand the pump up so he could access the port for her refill and then ¿flopped it back down.¿ the patient reported problems at the pump site that started at least three weeks prior to the date of this report. The patient noted she was a ¿woman of some weight¿ and had been losing weight. The hcp was sending the patient for an x-ray and consult with the implant hcp to see what he wanted to do. The patient requested statistical information about flipped pumps, how it was usually resolved, which alarm would sound in the case of a catheter problem, and the patient was redirected to the hcp. The pump was used to infuse baclofen (unknown). No intervention or outcome was reported for this event. Follow up was being conducted to obtain this information. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. (B)(4).

Event description:
Additional information received reported that the patient had the pump moved because the pump flipped; and had the catheter replaced because it was kinked and clogged. The surgery was on 2015-(B)(6). The patient had had a refill and the hcp was not able to access the pump; that was how the problem was noticed. No outcome was reported regarding this event. Further follow-up was conducted to obtain this information. If additional information is received, a follow-up report will be sent.